Manufacturer narrative:
Based on this reported incident and the complaint investigation a nonconformance has been opened.

Event description:
It was reported that there was a potential sterility breach on the packaging of two devices, it was noted that there was particulate in the packs during visual inspection. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event. This report is for the first device packaging.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that there was a potential sterility breach on the packaging of two devices, it was noted that there was particulate in the packs during visual inspection. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event. This report is for the first device packaging.